Manufacturer narrative:
Corrected information: device code (B)(4) no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider that reported that the pump was not empty. Per the healthcare provider it was unknown if an alarm occurred. The patient shouldn¿t alarm until (B)(6) 2017. The next refill was (B)(6) 2017. It was also unknown what actions and interventions were taken and the cause of the pump volume discrepancy. The healthcare provider also reported that it was unknown what code the patient was seeing on the ptm (patient therapy manager) as well as the actions and interventions taken, and the cause of the patient seeing ¿(B)(4)¿ code on the ptm (personal therapy manager). No further patient complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. Prior to having the pump implanted the patient had counseling, back surgeries, and hip surgeries. Per the patient ¿this pump really saved him¿. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2017 it was reported that the pump was telling the patient it was empty or almost empty but then when he went into the hcp (healthcare professional) office there was extra medication and he felt like he was not getting medication. This began about a year ago. The first time after the holidays there was ¿4 ml left in the tank¿. The last time he went in there was 14.7 ml left in the pump. The patient also reported that when he would try to give himself a bolus with the ptm (personal therapy manager) he was seeing ¿4070¿ and was not sure what the meant. The patient was going in for a check-up on the pump. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient "had been having issues with this pump for almost a year and its not just the remote.¿ it was noted they were ordering a dye study. Further information was not provided. No further complications were reported/anticipated or expected.